Manufacturer narrative:
The nc traveler is currently not commercially available in the u.s., however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with heavy calcification, moderate tortuosity, and 90% stenosis in the proximal right coronary artery. A 4.5 x 8 mm nc traveler balloon dilation catheter (bdc) was advanced with no resistance, and the balloon was inflated twice to 10 and 16 atmospheres, however, the balloon ruptured at 16 atmospheres. The bdc was removed without issue and replaced with a non-abbott balloon. A xience sierra stent was implanted to complete the procedure. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.